Event description:
According to the reporter: occurred at the beginning of a laparoscopic gastrectomy procedure. The brown charge locked. The stapler was not able to fire. The surgeon was not able to press the green button and was not able to squeeze the handle. Another reload was used to resolve the issue. There was no patient harm. The patient outcome is alive, no injury.